Event description:
Ambulance personnel were attending to a pt in cardiac arrest diagnosed to be in ventricular fibrillation. Allegedly during two attempts at delivering a shock with the standard paddles, device did not deliver the energy. The operator reported hearing the device click as it normally does during discharge, but had no effect. Defibrillation electrodes were attached and a third attempt at delivering a countershock was also unsuccessful. A backup device was available and used to countershock the pt successfully. There were no adverse effects to the pt reported as a result of the alleged malfunction.